Event description:
It was reported that the implantable pacemaker recorded a non-sustained ventricular tachycardia (nsvt) event. The episode was suspected from electromagnetic interference (emi) due to the patient is currently admitted to the hospital. It was noted there was also a history of noise on the non-boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and advised there was an episode recorded due to noise and provided troubleshooting suggestions and recommended the external monitor equipment be reviewed due to the patient is currently in the hospital. Additional information has been requested on the hospital admittance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).